Manufacturer narrative:
Sterrad 100s, serial number unknown. (B)(4). Suspect postive bi.

Event description:
The customer alleged a suspect positive cyclesure biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The media seemed to have decreased after incubation. The bi was placed in the lower bottom of the chamber. The results of the previous and subsequent load bi's were negative. It is unknown what the processed load included. The load was not recalled. No harm or injury was reported due to this event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, service history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review revealed there was no non-conformance report (ncr) found to have contributed to the reported failure mode. The service history review of the sterrad 100s sterilizer was not performed to address a (B)(6). There was no report of sterilizer malfunction. Trending analysis for suspected (B)(6) issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. There were two used cyclesure bis (lot 137107) returned for investigation. One bi was the negative control, there was no complaint against this bi. The second returned bi is the complaint sample. Visual inspection found the ci disc was gold in color. The cap was depressed. The vial was crushed and there was no remaining media in the vial. There was no manufacturing defects found that would contribute to a reported (B)(6). There were no problems found with the retain sample testing from the reported lot and the failure mode could not be confirmed. It is unlikely that the (B)(6) result was attributed by the sterrad 100s sterilizer since there was no report of a sterilizer malfunction. The cycle completed and the chemical indicator changed color from red to gold indicating sufficient exposure to hydrogen peroxide; thus, the unknown cassette is unlikely to be the cause of the issue. The incubation temperature was set to the required specifications; therefore, the thermometer and incubator at the customer site unlikely contributed to the (B)(6) result. Since the tray data was not provided, load compatibility could not be confirmed. There was no service record performed addressing a (B)(6) at the time of the event. The previous and subsequent processed bis were negative. A service order is not required if the customer did not experience two consecutive (B)(6) events from the same sterilizer. Based on the information available, a definite root cause to the reported issue is not determined. There were no problems found with the returned or retain samples from the reported lot. The customer reported that the media of the (B)(6) decreased after incubation. Since there was enough media to determine the color, the decreased media is not a failure mode for this complaint.